Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues identified. Further clinical testing could not be performed for erroneous results as the affected analyte was not provided. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes an unspecified number of erroneous results were obtained. The specific analyte(s) was not provided. There was no health impact or consequences reported.